Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the locked angulation lock could not be determined without the returned device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. Attempted to call the customer regarding an unknown model number. The model used is a placeholder. The doctor has not responded to multiple attempts. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the rhino-laryngo fiberscope angulation becomes locked and cannot disengage. The issue was found during preparation for use. Per the physician, the devices are inspected prior to use. If during inspection the device does not flex properly, it is not used on the patient. There were no reports of patient harm.